Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the system was unable to boot up as the there was an issue with input power supply. Upon further troubleshooting, fse checked the led indicators on electrical input panel measure the voltages and read the error codes of the ups. A certified ups engineer addressed the issue, and the philips engineer subsequently activated the battery breaker mcb. After which, the system was returned to use in good working condition the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.